Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported speaker malfunction, beep for pressing soft keys is not audible which was reproduced. Visual inspection determined the cause to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a speaker malfunction, pressing soft keys are not audible. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.